Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second phase of breast reconstruction, when the surgeon was using the device, there was a smoke near the field. Upon further inspection, they saw that the smoke came from the insulated tip. The tip had burned the patient's skin on the right breast in the inframammary fold. Noticed that it had put a small burn right at the end of the incision site. The burn was smaller than a pencil eraser. The usual dressing was used for the incision and it also covered the tiny burn. No further treatment was needed. No further information available at this time.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The product in the picture did not meet specification. Visual inspection found that the blue insulation had been burned. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.